Manufacturer narrative:
Concomitant medical products: model: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) was removed and replaced with a system upgrade to a cardiac resynchronization therapy pacemaker (crt-p). A second rv lead was implanted into the rv septum and placed in the lv port of the bi-ventricular ipg. The chronic rv lead was placed in rv port for backup pacing support. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.